Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported that after 24 hours of use the ventilation of pt became difficult. According to report, inspection of the product in use showed kinking at the 18cm marking. According to report the tubing was adjusted and pt was later reintubated. No permanent adverse effects reported.